Event description:
This cochlear implant was successfully inserted, but monopolar diathermy was used for 10 seconds during the simultaneous bilateral surgery on the right (opposite) ear. The surgeon decided to explant the device, as he was unsure if it had been damaged.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.